Manufacturer narrative:
Findings: unit received with currents in specification. Unit unable to prime during the prime test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer return the product.